Event description:
Revision surgery-pt developed a heart infection and it spread to his knee resulting in a poly exchange. Poly did not fail, exchange was due to infection. This report is a correction to the report previously submitted.

Event description:
Revision surgery - patient developed a heart infection and it spread to his knee resulting in a poly exchange. Poly did not fail, exchange was due to infection. Encore medical rec'd the above complaint about a reportable event and has determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of encore's acquisition of the oti product lines, oti, now known as pinnacle holding inc., agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on 02/22/05. This info has been forwarded to pinnacle holding inc..